Event description:
A pt called zoll customer support to report check therapy pad alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. As received the belt failed an incoming functional test. Upon eval, the pulse wire was open in the distribution node (dn) to ECG b cable. The cause for the alarms and the test failure is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable sections. No adverse event resulted from the damaged pulse wire. The pt received a replacement electrode belt.